Event description:
Rptr stated that back to back tests performed on the surestep meter were 279 and 134 mg/dl (70% difference). Rptr stated was feeling weak, tired and light-headed at the time the tests were done. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.